Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the stimulator ins battery had reduced capacity due to overdischarge. Analysis of the lead (lot# unknown) found the stimulator lead body conductor was broken at the anchor site and all of the conductors were broken 28.0cm from the distal end. Analysis of the anchor found no significant anomaly, the stimulator titan anchor had breached cuts in the silicone portion of the anchor.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient's ipg (implantable pulse generator) would be replaced on the day of the report due to recharge interval becoming short. The patient had already had one or two por (power on reset) due to lack of use while being pregnant. The leads were investigated and impedance values were returned indicating a possible fracture on one lead. The surgeon replaced the lead and the ipg. The stimulation resumed after post-op programming. The patient fully recovered. The reason for removal was noted as "breakage (lead/extension)."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator was overdischarged.